Event description:
It was reported that the user received an ¿unable to proceed¿ alert during fill tubing due to an air bubble observed in the cartridge, requiring multiple supply changes before a successful dry run, consistent with a device problem of complete blockage involving the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the device problem characterized as a complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.